Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a low voltage advisory alarm occurred on (B)(6) 2026 at approximately 0055. The patient was noted to be asymptomatic at the time of the event. The log file captured cluster of power cable disconnects as well as low power hazard and no external power events. This was caused by the power to the mobile power unit (mpu) being briefly interrupted.